Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a no readings", "sensor error" or "brief sensor issue occurred. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced a sensor error after which the patient experienced a hyperglycemic event. The patient was made aware of the error state, and attempted to change the sensor, but failed being in an active sensor session again. An unknown time after the sensor failed, the patient experienced vomiting. On the same day, the patient was brought to the hospital with suspected diabetic ketoacidosis. The patient was not able to provide any details regarding the event but stated that she regained consciousness at the hospital. It was not known what treatment was given, how much time the patient stayed at the hospital, and if the patient used a blood glucose meter after the sensor failure. There was no documentation of medical intervention. At the time of the report the patient was stable. No data was provided for investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no readings", "sensor error" or "brief sensor issue occurred. On 10/15/2024, it was reported that on 10/13/2024, the patient experienced a sensor error after which the patient experienced a hyperglycemic event. The patient was made aware of the error state, and attempted to change the sensor, but failed being in an active sensor session again. An unknown time after the sensor failed, the patient experienced vomiting. On the same day, the patient was brought to the hospital with suspected diabetic ketoacidosis. The patient was not able to provide any details regarding the event but stated that she regained consciousness at the hospital. It was not known what treatment was given, how much time the patient stayed at the hospital, and if the patient used a blood glucose meter after the sensor failure. There was no documentation of medical intervention. At the time of the report the patient was stable. No other details were documented.

Manufacturer narrative:
(B)(4 diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.